Event description:
The customer reported via phone call that the insulin pump had three motor error alarms in two weeks. The customer reported that the insulin pump was exposed to airport metal detectors. The customer also reported that she had been experiencing high blood glucose levels over a few days leading up to the call. Blood glucose level at the time of the incident was 223 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.